Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that out of packaging, the 8x40mm xact stent was exposed (not flowered). There was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported exposed stent was not confirmed. The noted distal tip may have been considered as a stent exposure; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported exposed stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.